Event description:
Customer reported split septum was pulled out of connector and leaked. The nurse flushed split septum and when pulling out blunt cannula the split septum pulled out of connector port. There was no patient/nurse harm or medical intervention. No further patient or event info was reported.

Manufacturer narrative:
(B)(4). The customer report of split septum pulled out of connector and leaked, could not be confirmed due to the product was not returned for failure investigation. The customer stated the set was discarded.